Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates; no blank display or display anomaly noted and no damage inside pump noted. All operating currents were normal. No unexpected low battery or off no power alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received without the original pump belt clip. No damage was found on the belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 257 mg/dl. The customer confirmed that the device had been exposed to sweat. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.